Event description:
Powerglide midline with same lot number as for another event. Prior to beginning insertion rn (registered nurse) assessed wire to make sure it was there; however, it was recoiled at bottom of catheter. This catheter was not used for midline procedure.